Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. Following pre-dilatation, a 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, resistance was felt while advancing and it was noted that the stent was damaged. The device was removed and the procedure was completed with an alternative device. There were no patient complications nor injuries reported.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. Following pre-dilatation, a 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, resistance was felt while advancing and it was noted that the stent was damaged. The device was removed and the procedure was completed with an alternative device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 3.00 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured using a snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. The device could be loaded on a test guidewire without issues. No issues were identified during the product analysis.